Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A surgeon reports that the distance diodes were not activated when adjusting the pt under the system. After system reboot, a system error message was received after calibration. The wave card was no longer accepted by the laser. No pt harm was reported.